Manufacturer narrative:
(B)(4). Date sent: 4/14/2026 d4 batch #: a99434 additional information was requested and the following was obtained: -there was no impact on the patient, such as bleeding or tissue damage when this event occurred. -as a solution after this event occurred, a new one with the same part number was taken out, and it could be used without any problems. Were there any issues with continuous activation? Did the device remain activated when this issue happened?=>yes investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11; during functional testing, it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to verify the condition of the internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. It is possible that moisture in the dome could have resulted in an alert screen of ¿reactivate, two switch activations detected¿. This was not seen during the analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a99434, and no non-conformances were identified.

Event description:
It was reported that, during a laparoscopic sigmoidectomy, when pressing the min button, it could no longer release from the pressed state. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.